Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a gastrectomy, they connected the reload to the handle, then the surgeon tried to fire the device, however could not. The sales rep checked the cartridge in question and noted the staple pusher was slightly pushed and sled was slightly advanced. The procedure was completed with another device. There was no patient harm.